Event description:
A pt who was anesthetized woke up prematurely from the anesthesia. It was observed that leakage was occurring from crack along the side of the stopcock, making it so the medication did not get into the pt's bloodstream.

Manufacturer narrative:
It is unk whether the sample is available for eval. Add'l info regarding this incident has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).